Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm and no scrolling numbers noted. No moisture damage on the motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and then the numbers on the screen were ramping up when trying to deliver a bolus. The customer stated the device was dropped in the water. Blood glucose value was 184 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.